Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to auto-identify devices but the programmer did fail functional vxi tests which did relate to the customer comments. This was attributed to the radiofrequency (rf) head connector on the link electronic module (lem) board being loose as well as cold solder joints and the lem board was therefore replaced and calibrated. Analysis also found that the right keyboard hinge was broken and that the "feet" on the lower case were missing, both the right keyboard hinge and the lower case were replaced to resolve.

Event description:
It was reported that the programmer would not auto-identify implantable heart devices, that it could not interrogate a device at all. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.